Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no hearing sensation with the device. An incident of accident or trauma is unknown. There have been changes in no health.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: damage to the active electrode under silicone overmold, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The bilaterally implanted user no longer has any hearing sensation with the left side device. An incident of accident or trauma is unknown. There have been no changes in health. Mom reported that she has felt his left device has not worked for months; however, she could not identify a specific time line or a significant related event. The recipient was re-implanted.